Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was admitted with seizure and syncope. The device was inappropriately reset. The next day device testing did not display any abnormalities. Collecting session record and image data for review was suggested. Physician may consider to replace the device. No changes were made.